Event description:
On (B)(6) 2023, since the last correspondence, the client has had a third instance of a patient death associated study identified with missed critical events.

Manufacturer narrative:
As an internal review of the report of a third patient death while on service, the events on the complaint case activity were reviewed by clinical operations and medical safety. The original case from 2023, referenced two different strips. In reviewing this complaint, the medical safety manager identified that the first MDR listed (1000341190-2023-00001) references two strip ids in the complaint. During the investigation & re- analysis into the case, those two strip ids are associated with 2 different patients, so it was concluded that a second separate MDR should have been submitted at the time.